Event description:
It was reported that the catheter ruptured/burst. The customer stated that no contrast media was given. Add'l info received on (B)(6) 2011 from the complaint coordinator stated the catheter was placed in the vena jugularis. The catheter was inserted two days prior to the event. Another catheter was inserted successfully after the event. It is unk if there was a delay in treatment. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.